Event description:
The event is reported as: clip fell off into patient during surgery. Clip retrieved. No patient injury reported.

Manufacturer narrative:
Device available for evaluation? It is reported that the device is available for evaluation. Device sample not received at the time of this report.